Event description:
Treatment of a small unruptured amorphous aneurysm measuring approximately 7.8mm x 7mm located in the right vertebral artery at the pica origin. On (B)(6) 2014, the patient underwent pipeline (3.5mm x 20mm) embolization treatment without issues. Post angiogram showed slow flow into the aneurysm. On (B)(6) 2014, the patient returned to the hospital with symptoms of a ruptured vertebral dissecting aneurysm. The causality of the suspected ruptured aneurysm is unknown. The family elected to withhold treatment and the patient expired the same day

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(6).